Event description:
It was reported that during an attempted implant of a device, the right ventricular (rv) competitor lead which was previously implanted was unable to be inserted entirely into the rv channel of the device. Loss of pacing occurred due to high impedances, resulting in the patient developing asystole. The rv lead was then pushed many times into the rv channel, with the same result. The physician chose to implant a competitor device due to doubts about the compatibility between connectors. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4)

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.